Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy revision. According to the reporter: the instrument was cycled and fired (not articulated). When surgeon tried to return the black knobs, it would only go back about half way. He tried moving forward and back but was not able to retract back more than half way. Eventually the surgeon was able to force the handle open using a grasper and pulling back very hard on the black knobs. Surgeon didn't see any damage, but resected the staple line just to be sure. No bleeding in excess of 500cc. No extension of surgery time over 30 minutes. No buttress material used.

Manufacturer narrative:
(B)(4).